Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected power supply was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that during the case, while the imaging system was around the patient, it started beeping unexpectedly as if it was disconnected from the mobile viewing station and the battery was dying. There were no blinking lights on the pendant. They rebooted the system and it resolved the issue, however, it occurred a second time about an hour later. The system was rebooted again to resolve the issue. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The analysis of the power supply for the imaging system was completed by medtronic personnel. Testing found that the voltage of the power supply was fluctuating and unstable.